Event description:
The technician alleged the head of the bed is not going up. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.